Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for following bacteria: the all-channel: filamentous mushroom (1cfu/100ml), the biopsy channel: staphylococcus warneri, penicillium, staphylococcus capitis (3cfu/100ml), the air/water channel: staphylococcus warneri (1cfu/100ml), the suction channel: staphylococcus pasteuri (1cfu/100ml), the auxiliary channel: staphylococcus pasteuri, staphylococcus capitis (2cfu/100ml). The subject device had been disinfected using non-olympus automated endoscope reprocessr (aer) wassenburg with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed (B)(6) regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.